Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after a surgery a patient experienced shorter bubble duration when an ophthalmic gas were used. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.